Event description:
During rectovaginal fistula repair, found "partial left ureteral transection/ureteral injury and retained foreign body, i.e. A portion of a fixed french pollack catheter."

Event description:
Add'l info rec'd from facility 8/14/02: in further follow-up, it was found thatt the pollack open-end flexi tip ureteral catheter, ref: 021306, manufactured by cook urological was accidently cut during the operative procedure. Therefore, it was not related to equipment failure.